Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (310 mg/dl). Pump passed delivery system check.